Event description:
A malfunction was reported on the customer's pump. There was no reported impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the reset process, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reoccurred.